Event description:
This issue is addressed in MDR 0001831750-2013-06968. Refer to this MDR for the regulatory assessment.

Event description:
It was reported by repair work order that the footend lift may have been stuck at an elevated height, as the bed would not go out of trend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue is addressed in MDR 0001831750-2013-06968. Refer to this MDR for the regulatory assessment.